Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the cgm was displaying 75 mg/dl and the bg meter was displaying 422 mg/dl. Based off the high readings, the patient took insulin which made them nauseous. The patient was throwing up and had pain in her stomach. The paramedics were called, and patient was transported to the hospital. The patient "and" indicated she was there for a week and "were" placed on a slow drip of insulin. Additionally, the patient stated they had been wearing the sensor for more than three weeks. At the time of contact, the patient was feeling better. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.